Manufacturer narrative:
The nurse reported that the central nurse's station (cns) went blank and then shutdown and they were not able to monitor telemetry transmitters. The biomedical engineer (bme), (B)(6), stated that the ups went out and caused this issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the telemetry transmitters were being used in conjunction with the cns, but no model or serial number information was provided.

Event description:
The nurse reported that the central nurse's station (cns) went blank and then shutdown and they were not able to monitor telemetry transmitters. The biomedical engineer (bme) stated that the ups went out and caused this issue. No patient harm reported.

Event description:
The nurse reported that the display on the central nurse's station (cns) went blank then the device shut down. They were unable to monitor telemetry transmitters. The biomedical engineer (bme) stated that the ups failed, which caused the issue. No patient harm reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the display on the central nurse's station (cns) went blank then the device shut down. They were unable to monitor telemetry transmitters. The biomedical engineer (bme) stated that the ups failed, which caused the issue. No patient harm reported. Service requested / performed: troubleshooting. Investigation summary: the reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a non-nk manufactured accessory device and was not due to the malfunction / deficiency of an nk device. The following fields are not applicable (na) to the MDR report.